Manufacturer narrative:
(B)(4).limited information provided by end user. No serial number provided. No device was quarantined at time of event to be returned for evaluation by manufacturer. No device available for evaluation.

Event description:
Received call from customer (B)(6) 2016 at approx 1 pm. Spoke with biomed tech questioning about the outlook 300 ( not the es, questionable if the pump was outlook 300 or outlook 300 es) . Learned of incident reported above when discussing. According to end user, the pump was not secured after incident. Unknown serial number, unknown tubing used, unknown what bolus was infused , unknown rate and volume of fentanyl when patient went into arrest. Was told patient survived, unknown outcome. End user denies internal complaint recorded of incident, denies medwatch filed. Denies safety officer involved. When seeking clinician to speak with regarding incident was given contact (B)(6), assistant nurse manager . Attempted to call (B)(6). Left voice mail. No other information provided at this time. Over infusion of fentanyl. Occurred in (B)(6) 2016. Per customer, the nurse had a patient on fentanyl (unknown dose or rate) via the outlook 300es pump. Saline was on another pump (outlook 300es) the saline line was attached to the lower y site of the fentanyl line closest to the patient. The nurse put the fentanyl pump on hold and opened the pump door and gave the patient a bolus of saline via the saline pump but instead of saline the patient got a bolus of fentanyl. Exactly how much of a bolus is unknown. The patient then was coded due to cardiac arrest. Unknown patient identifiers and unknown status of the patient. Unknown details of the code or patient outcome. (B)(6) of the facility stated that the patient did survive. I asked her to please attempt to get more clinical information. She stated she would. She also stated that the facility has legal action against the nurse occurring tomorrow (B)(6) 2016. No pt information. No set information. No pump information other than it being an outlook 300es. No samples available. Pt. Injury- over infusion.